Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure, the anesthesiologist noted drop in aortic pressure while the intellamap orion mapping catheter was parked in the left atrial appendage (laa) and radiofrequency (rf) therapy was delivered with a intellanav mifi open irrigated catheter to the posterior roof outside of left superior pulmonary vein (lspv). The pressure drop occurred after approximately 2 minutes of rf therapy had been delivered. A pericardial effusion was diagnosed with a non-boston scientific intra-cardiac echocardiography (ice) catheter, which was already in vivo. The catheters were immediately removed, and the physician performed a pericardiocentesis. The patient was stable and transferred to the intensive care unit (ICU). The physician did not attribute the effusion to any specific product at the time the event occurred. The device are not expected to be returned.